Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call unexplained no delivery alarms and failed battery test on the insulin pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).